Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a (B)(4) fully covered stent was implanted during a biliary stent placement procedure on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2001. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. In addition, liver function tests were performed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. Prior to the stent placement procedure, a sphincterotomy was performed and the stricture had been dilated with two plastic stents. The previously placed plastic stents were removed before the study stent placement. A sphincterotomy was not performed during the study stent placement procedure. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and discharged on (B)(6) 2011. On (B)(6) 2011, following the procedure, the patient complained of moderate chest pain. The pain was noted to have improved on nitro administration. On (B)(6) 2011, the patient underwent myocardial scintigram with non-exercise stress test. The test showed the patient to be negative myocardial scintigram with no evidence of a hemodynamically-effective (B)(4). On (B)(6) 2011, the event was noted to have resolved and the patient was discharged. The relationship of the event to the study stent placement was determined to be 'possible' by the investigator. The adjudication results determined that the event was related to the study stent as the chest pain was possibly from stent expansion (no proof) since no cardiac disease demonstrated subsequently.